Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report their device has a "monitor/defib/system alarm".there was no reported patient involvement.